Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the order and patient information got delayed. The customer reported that there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that pharmacy orders and patient information were delayed or unavailable. A technical support specialist (tss) dialed into srvcceprod. From the task manager, the server uptime indicated that it had been rebooted 1 hour and 5 minutes prior. The tss opened the cce (carefusion co-ordination engine) console and observed that the services had stopped unexpectedly. Both services were restarted, and the message status showed 'current'. The tss confirmed with the customer that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.